Manufacturer narrative:
(B)(4).

Event description:
Procedure: sigmoidectomy. According to the reporter: a strange sound was heard and firing stopped at the first firing (partial firing). The cartridge was replaced and the second cartridge had the same problem. This resulted in unanticipated tissue resection. Operating time was extended less than 30 minutes. It is unknown whether reinforcement material was used.

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 10/09/2014.